Event description:
Can cause ovarian cancer; went to obgyn appointment for a pregnancy test which was positive and was told I had toxic shock syndrome and may not carry my pregnancy. FDA safety report ID # (B)(4).